Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the issue occurred during a planned treatment at the start of the procedure issue got happened. The planned procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry does not start up properly. Review of the system log file shows that malfunctioning of the geo pc. The fse replaced the geo pc. After replacement of geo pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry does not start up properly. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.